Event description:
The product had burn the patient skin and caused blisters [thermal burn]. Caused blisters [blister]. Case description: this is a spontaneous report from a contactable consumer. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip) on an unspecified date, at an unspecified dose, for an unspecified indication. On an unspecified date the product had burn the patient skin and caused blisters. The action taken in response to the event for thermacare and outcome of the event was unknown. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the events thermal burn and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
The product had burned the patient's skin and caused blisters [thermal burn]. Caused blisters [blister]. Case description: this is a spontaneous report from a contactable consumer. A patient of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. On an unspecified date, the product had burned the patient's skin and caused blisters. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Follow-up (12oct2015): follow-up attempts completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events thermal burn and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU/30-day FDA reportability. Case comment: based on the information provided, the events thermal burn and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU/30-day FDA reportability.